Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, the system was returned partially flexed inserted through the sheath with the loader, two kinks on the flex shaft distal to the nose cone were observed (due to packaging), a radial balloon burst was confirmed (there were no missing pieces of the balloon), a partial longitudinal tear on the distal balloon piece, distal portion of the balloon partially folded over the nose tip and fold observed on the proximal end of the balloon (most likely due to withdrawal difficulty). Functional testing could not be performed due to the condition of the returned device (the balloon was burst with a large profile that would not allow removal of the delivery system through the sheath. Dimensional analysis found the balloon wall thickness along the tear met specifications. The complaint for balloon burst was confirmed based on visual inspection of the returned device as the balloon had a complete radial tear and partial longitudinal tear. However, no potential manufacturing non-conformances were identified as the dimensional measurements met specification. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and associated delivery system have proper inspections in place to detect issues related to the balloon burst. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. In addition, details related to root cause analysis on balloon bursts in a calcified aortic annulus. In this case, the results of this technical summary further support the suspected root cause of patient factors (calcification). The complaint for balloon burst and delivery system withdrawal difficulty through sheath was confirmed based on the returned condition of the device. The delivery system was returned inserted in the sheath with the inflation balloon burst and both pieces of the balloon folded, creating a large balloon profile. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and create the observed withdrawal difficulty. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: · patient vascular calcification / vascular tortuosity · sheath insertion angle · coaxiality of the device being retrieved the complaint was confirmed for balloon burst and withdrawal difficulty, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient (calcification) and/or procedural factors (excess inflation) most likely contributed to the reported event. In addition, the reported balloon burst likely resulted in retrieval difficulties. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the march 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 23mm sapien valve in transapical approach, the certitude delivery system balloon ruptured at the end inflation. A transthoracic echocardiogram was performed and confirmed that the valve was in good position (80:20 a/v) and no pvl was noted. The patient was stable. As reported, difficulty was encountered during removal of the burst balloon through the sheath. The burst balloon was bunched up and hanging out of the sheath. The delivery system and sheath were removed as one unit. The delivery system and sheath will be returned for evaluation. Per report, the native leaflets and stj were moderately calcified.